Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the upper display of the cardiosave intra-aortic balloon pump (iabp) was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The fse suspect the video generator board and tried replacing it but this did not resolve the display issue. The fse then replaced the top display and inspected the iabp unit. This did resolve the flickering issue. The fse reassembled and installed the display case labels, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the customer turned the on the cardiosave intra-aortic balloon pump (iabp) to prepare, the upper display of the iabp was flickering/rolling. There was no patient involvement, and no adverse event reported.